Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced that infusion set was accidentally pulled out during use due to tubing catching on something or pump falling which occurred on (B)(6) 2025, which resulted in elevated blood glucose, therefore patient had received correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.